Event description:
It was reported during remote follow up that the atrial lead exhibited put of range pacing impedance. Fracture was noted. The lead was capped on (B)(6) 2024 and successfully replaced. There were no patient consequences.